Event description:
On (B)(6) 2011, customer reported that while running a startup on their act diff 2 instrument they noticed a lot of fluid leaking from the bath area. The source of the leak could not be determined. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found both baths had overflowed due to a waste pump malfunction. The waste pump and tubings were replaced to resolve the issue. The repair was verified, the system was validated, and quality control was within range.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).